Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated an abrasion in the pt's eye occurred when the surgeon was removing the lens. The abrasion was surgeon related and was not due to the lens.

Manufacturer narrative:
Eval conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridges directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.